Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and the adverse event of fluid overload caused by drain issues as reported by the pdrn. Fluid overload is a well-known non-infectious complication of pd therapy with a multitude of causes including inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and cardiac dysfunction. The source of this patient¿s fluid overload is unknown as there was no report of contributing factors. It was the contention of the medical professional this patient could not drain on the liberty select cycler, but the mechanism and details of the liberty select cycler deficiency were unknown. In the absence of a product investigation and lack of specific details surrounding this patient¿s hospitalization, the cause of this adverse event cannot be determined at this time. Based on the available information, an unspecified allegation concerning a deficiency with the liberty select cycler exists, yet there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
During follow-up for an unrelated issue, a peritoneal dialysis registered nurse (pdrn) reported to fresenius that they have had other patients who were hospitalized due to drain complications. There was an inferred allegation that these adverse events were due to an unspecified deficiency with the liberty select cycler. Upon additional follow up, the same pdrn stated they could only recall one peritoneal dialysis (pd) patient who was hospitalized on (B)(6) 2019 for fluid overload due to drain complications during their pd therapy on the liberty select cycler. The patient¿s admission diagnosis was ¿fluid overload due to complications from medical care¿ yet the specific medical care was not stated. There were no reported alarms on the liberty select cycler that designated a malfunction or deficiency occurred. There were no reports of the patient experiencing a hernia, pd catheter (not a fresenius product) issues, increased intraperitoneal volume or any adverse event or serious injury that could potentially cause or contribute to the patient experiencing drain complications leading to fluid overload. The specific details of the hospitalization were unknown, yet it was reported the patient was discharged on (B)(6) 2019. Following discharge, the patient transitioned to a baxter cycler (not a fresenius product) with no further reported drain complications. There was no report the liberty select cycler was returned to fresenius for product investigation. The patient continues ccpd therapy on a baxter cycler and products at home with no further reported adverse events.